Event description:
It was reported that the two capsules failed to attach to the patient's esophagus during a procedure. A small amount of bleeding from the esophagus was noted. The first capsule was subsequently located in the stomach, while the second capsule was found on the esophagus but higher up then where placement was preferred. Both capsules were retrieved using a snare. The patient was reported to be stable.

Manufacturer narrative:
D10 concomitant products: fgs-0635 cf delivery dev caps bravo x5 - fgs-0635, lot# 64079f medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.